Manufacturer narrative:
Concomitant medical products: product ID 7434, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 1997, product type programmer, patient. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996, explanted: (B)(6) 1997, product type extension. Product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1996, product type programmer, patient. (B)(4).

Event description:
The patient reported that they lead had migrated to their lung and they were feeling stimulation in their lung area when the implantable neurostimulator (ins) was on. The patient does not use their stimulation much and was considering having it removed because they have bladder cancer and cannot get testing done with it implanted. Indications for use are as follows: 043 failed back surgery syndrome